Manufacturer narrative:
Analysis of the returned device shows that visual review confirms breakage of both implants at the -02 wedge component. The -02 component appears to optical and microscopic ex amination of the broken fragment identified severe deformation, with visual evidence that the tantalum pins deformed sufficiently to make contact with the inserter inner shaft. The forces required to prevent the -02 wedge from proper engagement suggests insufficient distraction of the intervertebral disc space. The above observations are consistent with insufficient distraction of the disc space prior to attempted implantation.

Manufacturer narrative:
(B)(6). (B)(4).the device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery for lumbar decompression and tlif. During expansion of the cage in the disc space, the distraction plug broke into two pieces. All pieces of the implant were retrieved. There were no patient complications associated with the event.